Manufacturer narrative:
Claim # (B)(4).

Manufacturer narrative:
H6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 13.7mm vicm5_13.7 implantable collamer lens, -10.00 diopter, during the same surgery due to the lens tore/broke during injection/delivery into the patients right eye (od). There was no patient injury. During implantation, the shooter/cartridge showed a small crack, which damaged the icl with a tear. During the explantation, the icl ruptured into 2 pieces. The lens was replaced with another same model/length lens and the problem was resolved.the cause of the event was the device.